Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventralight st mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st mesh on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventralight st mesh. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2019¿ patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with implant of ventralight st using echo 2 ps mesh. Per operative notes, ¿the anterior abdominal wall umbilical hernia was noted with incarcerated preperitoneal fat. A ventralight st using echo 2 ps mesh was placed on anterior abdominal wall and secured circumferentially using optifix tacking device.¿ (B)(6) 2019¿ patient had abdominal wound thereby underwent placement of skin graft over the anterior abdominal wall. (B)(6) 2021 ¿ patient had abdominal pain and diagnosed with chronic abdominal wound thereby underwent open repair with the removal of mesh. Per operative notes, ¿the exposed mesh was completely debrided and excised away from the surrounding soft tissue.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name, PMA/510(k)#. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2018) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.